Event description:
It was reported that during a ladg procedure, it was found that the tissue pad was missing. It was looked for inside the abdominal cavity and the trocar, but could not be found. The tissue pad been missing before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.